Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The device¿s lcd display would need to be replaced to address the issue. Determination made for device to be scrapped.